Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a shaft kink occurred. A 115/20 renegade¿ hi-flo¿ was selected to treat the moderately tortuous hepatic artery. The physician performed continuous flush and an unspecified 4fr angiographic catheter was approached to celiac artery. When trying to insert the device into the angiographic catheter, it was noted that the device was kinked at 50cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a foreign matter inside the hoop and along the catheter shaft.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The device was returned in the hoop. A kink was noted at the base of the strain relief (6.5cm from the proximal end of the device). Foreign matter (fm) was noted inside the hoop. The device was flushed inside the hoop to reduce any damage to the catheter upon removal from the hoop. The device was inspected under the strain relief for any damage. No damage noted. The catheter was inspected for kinks and bumps by rotating 360° along the shaft. No kinks/bumps/other defects noted. Fm was noted along the catheter shaft. A 0.018inch mandrel was inserted into the catheter without issue. A flush test was performed where no leaks/blockages/occlusions were noted. Coating confirmation test was completed using crystal violet solution on the device. Black shiny marks were found on the device post coating confirmation test. Black shiny marks indicate that the coating is damaged. There was no peeling or flaking of the coating found. Damaged coating indicates that a continuous flush was not performed during the procedure or that a sufficient flush was not completed prior to removal of the catheter from the hoop. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).